Event description:
The device was used during an unspecified laparoscopy. Reportedly, the instrument broke while using the jaws to grasp. No patient injury was reported.

Manufacturer narrative:
Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.